Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 13547864/13478146.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the ipg was difficult to charge. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and linear leads were discarded by the facility.